Event description:
The user facility reported that the product was used to treat a left anterior artery (lad). Treatment was completed using dcb and des, and angiography was performed for final confirmation, revealing contrast leakage in two sections of the peripheral region. This event was determined to be coronary artery perforation due to the involved product penetrating the distal part of lad. An attempt was made to stop the bleeding by using a smaller diameter of ryurei catheter to dilate for a long time; however, the bleeding did not stop. Two c-stopper coils was then used at the more peripheral bleeding section to stop the bleeding. At the other bleeding section near side, attempted to stop the bleeding using hilal (cook medical). However, the coil did not advance easily and was unsuccessful. As a last resort, protamine was administered, and the results were monitored. The bleeding then stopped, and the procedure was completed. The actual product was retrieved due to a quality information case. It was found that the coil was jumbled at the distal section. The causal relationship between the actual product and this clinical condition was unknown. The product perforated a coronary artery. The patient harmed and medical intervention was performed. The procedure outcome was not reported.

Manufacturer narrative:
A1: patient information: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Visual and microscopic inspections: no anomaly such as a fracture was found over the entire length. The platinum coil section had been bent. It was likely that the bent was due to the shaping at the distal end, was unlikely to be related to this event. It had been kinked (the coil pitch had been opened) at the distal end and at approximately 15mm from the distal end. The coil had been elongated (the coil pitch had been opened) near the section at approximately 29mm from the distal end. No anomaly was found in other sections. Confirmation of dimensions: outer diameters of the platinum coil section, stainless steel coil section and shaft met the factory's specifications. No anomaly was found. The trend of tip abutting resistance (tip flexibility) during shipping inspection of the product with the involved product code was investigated. No anomaly was found, and no specific variations were noted in the data. However, since the distal end of actual sample was deformed in multiple sections, it could not be measured. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Simulation test: [kink] - the distal end of runthrough ns was got stuck in a simulated blood vessel and the push-pull operation was repeated. As a result, the platinum coil section was kinked (the coil pitch was opened). [Elongation of the coil] - pulling force was applied with the distal end got stuck. As a result, the platinum coil section was elongated (the coil pitch was opened). Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions. In addition, since no anomaly was found in the trend of tip abutting resistance and the details of procedure were unknown, it was not possible to clarify the causal relationship between the vascular perforation and the actual sample. Regarding the cause of kink and elongation of the coil found in the actual sample, it was inferred that some external force similar to the simulation test was applied. However, since the details of procedure were unknown, it was not possible to clarify exactly when the actual sample was kinked and elongated and the causal relationship between the vascular perforation and the actual sample. Relevant instruction for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.